Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, reported by a consumer who contacted the company with a product complaint, concerns a (B)(6) male patient of unknown ethnicity. Medical history was not provided. Concomitant medications included insulin lispro. The patient started using the suspect humapen savvio (red) device approximately one year ago; indication for use not provided. On an unspecified date, it was noted that the humapen savvio device was not working correctly. Further described, the dose knob was loose and the numbers in the dose window were not marked correctly. This humapen savvio (red) device was associated with (B)(4)/lot number 1410v01. The patient operated the humapen savvio (red) device. The patient was not a trained user. The general device duration of use was not provided. The suspect device duration of use was approximately one year. The suspect humapen savvio device was returned to the manufacturer on 26jun2018.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 29aug2018 in the b.5. Field. No further follow-up is planned. Evaluation summary : male patient reported dose knob humapen savvio device loose/numbers in dose window not marked correctly.no adverse event reported.initial device screening associated case with reportable malfunction bulkhead failure.investigation returned device(batch1410v01october 2014)determined case was not associated with reportable malfunction.investigation found glue bond failure between dial nut housing/bulkhead.in addition,investigation found foreign material/damage on multiple internal components of device.foreign material inside device(introduced in field/not related to the manufacturing process)led to high friction,high dialing torque,high injection force which subsequently caused damage to internal device components.this field damage not considered reportable malfunction.comprehensive manufacturing investigation,including batch record review,retention sample review,complaint history review did not identify any deviations/events related to glue bond failure/no indications of inadequate glue quantity/curing issues identified.investigation did not identify any manufacturing related root causes.foreign material observed inside device possibly led to failure of glue bond between dial nut housing and bulkhead;however,this cannot be confirmed. Investigation concludes this type of glue bond failure is isolated event,no corrective action is planned at this time.numbers in dose window appeared normal/complaint that dose window not marked correctly not confirmed.all humapen savvio devices assessed for injection screw travel at end of manufacturing process,ensuring device functionality with high probability.core user manual instructs to not use device if appears broken/damaged/contact lilly/healthcare professional for replacement pen.the user manual also provides care/ storage directions.there is evidence of improper use.foreign material contamination of device occurred in field(not related to manufacturing process).misuse may be relevant to complaint of device not working.

Event description:
Lilly case ID: 1819470-2018-00123 - 1 this device case, reported by a consumer who contacted the company with a product complaint, concerns a 58 year old male patient of unknown ethnicity. Medical history was not provided. Concomitant medications included insulin lispro. The patient started using the suspect humapen savvio (red) device approximately one year ago; indication for use not provided. On an unspecified date, it was noted that the humapen savvio device was not working correctly. Further described, the dose knob was loose and the numbers in the dose window were not marked correctly. This humapen savvio (red) device was associated with (B)(4). Lot number 1410v01. The patient operated the humapen savvio (red) device. The patient was not a trained user. The general device duration of use was not provided. The suspect device duration of use was approximately one year. The suspect humapen savvio device was returned to the manufacturer on 26jun2018. Update 08aug2018: additional information was received from the global product complaint database on 08aug2018. As a device specific safety summary was not provided, the malfunction and malfunction type were not updated to no at this time for (B)(4). Associated with lot 1410v01 of humapen savvio (red) device. No new information was added to the case. Update 29aug2018: additional information received on 27aug2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from yes/cirm to yes/not cirm. Added date of manufacturer for the suspect humapen savvio (red) device associated with (B)(4). Which was returned to the manufacturer. Corresponding fields and narrative updated accordingly.